Manufacturer narrative:
The complaint was confirmed. The device did not function due to the flare being detached. The flare was recovered and returned with the device. Evidence of adhesive present on the flare. The jaw electrode insulation was split or cut due to the jaws being retracted into the shaft without the flare in place, which caused the device to short out. Conclusion: bond failure between the flare and the shaft.

Event description:
During a surgical procedure, the flare detached from the cutting forceps and fell into the pt. The flare was recovered with no pt harm. Another like device was used to complete the procedure.